Event description:
Info received indicated the valve was explanted due to a false aneurysm that was observed by chest CT. During explant, hcp noted rupture at non-coronary valsalva. The valve was replaced with another tissue valve and a graft. The pt is reported as doing fine.